Event description:
It was observed that during the device evaluation, the xenon light source exhibited a heavy dust and clogged power supply fan air ventilation, and blinking front panel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of blinking front panel is traced to component failure. However, the most probable cause of heavy dust and clogged power supply fan air ventilation could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.